Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to low out of range pace impedances on the right atrial (ra) lead. The impedances were stable around 300-400 ohms, until the values were less than 200 ohms and the switch triggered. Oversensed noise was also observed. The ra lead is a competitor's product and is suspected to have insulation damage. The products remain in service. No adverse patient effects were reported.